Event description:
It was reported that the rigid video scope's image was not sharp. The issue occurred during an unspecified procedure that was completed using a similar device. There were no reports of patient harm..

Manufacturer narrative:
Update to d9. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus and therefore the reported issue could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the rigid video scope's image was not sharp. The issue occurred during an unspecified procedure that was completed using a similar device. There were no reports of patient harm..

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.